Manufacturer narrative:
Device evaluation in progress.

Event description:
It was reported that the pneupac ventilators vr1 air mix failed to stay in auto mode. No death or serious injury was reported in connection with this incident.

Manufacturer narrative:
Device evaluation: a smiths medical, vr1 ventilator was received in good condition. Performed initial check of momentary valve/auto switch. Found that switch would not stay in auto mode position, it would rotate back to manual position. This confirmed customer reported reason. Replaced momentary switch part number 520a1311. Tested to 504-2046. Device passed all functional tests. The customer reported condition was confirmed. DHR review summary: previous service record is attached and review deemed it as unrelated to this complaint. Allegation confirmed: yes. Problem source details: possible normal wear and tear.